Manufacturer narrative:
Date of event: exact date unknown, event occurred four weeks ago based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 18721264.

Event description:
It was reported that the patient's implant site was gapping open with the stimulator in site and sticking above the skin line in the open wound. It was also mentioned that the wound was getting bigger with a great deal of bloody drainage. The patient underwent an explant procedure wherein in everything was removed. The explanted device components were discarded.